Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that while the surgeon was applying compression with the screwdriver, the tip of the screwdriver broke leaving a small part of metal inside the screw head which he could not remove. The surgeon tried using a spare driver to remove the screw from the patients scaphoid with no success and have had to leave the screw in place in the patient along with the broken part that is stuck in the screw head. There was an estimated delay of 10 minutes while a set was opened to attempt screw removal.

Manufacturer narrative:
The reported event that screwdriver blade, cannulated was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much mechanical force. The device inspection revealed the following: the tip of the returned screwdriver is indeed completely broken off. Some cracks are clearly evident, whereas the high applied forces led to a strain hardening/embrittlement of the material which finally resulted in the breakage (over time). The root cause of the failure was repeated powerful dynamically overload during use. The discolorations are clearly indicating heavy usage. Also the corresponding ref and lot number on the shaft is not visible anymore (worn off), another indicator that this screwdriver blade has been often used (the coupling part has not been returned as well just the inner part). A review of the device history was not possible because the lot number was not communicated. Nevertheless note that a corrective actions is already initiated. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that while the surgeon was applying compression with the screwdriver, the tip of the screwdriver broke leaving a small part of metal inside the screw head which he could not remove. The surgeon tried using a spare driver to remove the screw from the patients scaphoid with no success and have had to leave the screw in place in the patient along with the broken part that is stuck in the screw head. There was an estimated delay of 10 minutes while a set was opened to attempt screw removal.